Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a endoscopic stomach laparoscopy, while being applied off of the stomach, the surgeon was able to press the green button and squeeze the handle of the device but the stapler was unable to fire. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.